Manufacturer narrative:
Occlusion was verified. Cartridge leaking o ring issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as cartridge was not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Customer tried and was unable to remove o-ring from the pneumatic tap. Additionally, it was reported that the cartridge was leaking from the o-ring and an occlusion alarm occurred. Blood glucose level was 399 mg/dl. Customer reverted to an alternate method of insulin delivery.